Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2023-24755. Related manufacturer reference number:2017865-2023-24756. It was reported that patient had infection. During explant procedure patient went into arrhythmia. The patient was cardioverted. Patient's pacemaker, right ventricular (rv) and atrial lead was removed the patient was stable after procedure.